Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. There was grommet damage noted and the setscrew was rounded and foreign material in the setscrew.

Event description:
It was reported that during implant attempt, there was noise of atrial egm. The pocket was reopened noting the leads secured with notable data on the atrial and ventricular egm. Subsequently the device was removed and blood was noted in the header and leads. The blood was cleaned and device was put back in pocket. Thereafter, notable noise continued on both leads. The device was removed again with significant amount of blood in both leads. Subsequently, the device was not implanted. There were no patient complications reported as a result of this event.